Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient reported experiencing a rapid heartbeat and feeling weak and ¿drained.¿ the patient observed that her cgm displayed a reading of 52 mg/dl; however, she did not perform a fingerstick bg. The patient called emergency services, stating she was unable to take action to increase her glucose level based on the cgm reading. Upon arrival, paramedics performed a fingerstick bg, which showed a value of 116 mg/dl, while the cgm continued to display a value of low. The paramedic informed the patient that the sensor was "not working", and the sensor was removed prior to transport to the hospital. At the hospital, the patient was evaluated by medical staff. A cardiologist performed diagnostic testing, including blood work, chest x-ray, and a 12-lead ECG. The patient continued to experience a rapid heart rate and feelings of weakness and fatigue during her stay. Intravenous fluids were given to the patient during this event. She was discharged home the same day, approximately four hours later. Following discharge, the patient reported continued fatigue and a preference to rest at home, noting that her heart rate had improved but remained elevated compared to baseline. The physician indicated that the patient may have been receiving "too much insulin", as her cgm readings had been consistently low. It was reported that the patient was not using an insulin pump. At the time of the report, the patient stated she was ¿fine,¿ and her cgm reading was 132 mg/dl. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.